Manufacturer narrative:
Ref e1: corresponding author and institution. Although the authors did not indicate whether they attributed any of the complications to the adm, or what complications occurred with each strattice patient, this MDR is being reported as an individual event type for serious injury due to the medical and surgical intervention to treat the reported reherniation, bowel obstruction and erosion and relationship to the strattice cannot entirely be ruled out. Multiple attempts were made for additional information, including lot numbers device disposition and relevant patient factors; however to date no additional information has been received. The lot numbers associated with these events remain unknown; therefore an internal investigation could not be performed. No devices were returned for evaluation. Based on the reported information, a relationship between the events and the strattice devices cannot be determined. If additional information is received, a follow up report will be submitted.

Event description:
During a literature review performed by medical device safety on 23/aug/2023, an article titled "biologic vs synthetic mesh for parastomal hernia repair: post hoc analysis of a multicenter randomized controlled trial" was identified that discussed parastomal hernias are often repaired with a mesh to reduce recurrence, but the presence of an ostomy increases the wound class from clean to clean-contaminated which makes the choice of mesh selection more controversial than with a strictly clean case. The study aimed to compare the outcomes of biologic and synthenic mesh for parastomal hernia repair. A total of 108 patients underwent parastomal hernia repair with 57 in the biologic cohort and 51 in synthetic. Demographic and hernia characteristics were similar between the two groups. No significant differences in ssopi rates or reoperations were observed between the two groups. Four mesh erosions into an ostomy requiring reoperations (2 biologic and 2 synthetic) occurred. At 2 years, the recurrence rate was similar. Median total hospital cost and median mesh cost were higher for the biologic compared to synthetic mesh. The overall conclusion reported that biologic and synthetic mesh have similar wound mobidity, reoperations, 2-year hernia recurrence rate and quality of life in parastomal hernia repairs. Cost should be considered in mesh choice.